Manufacturer narrative:
(B)(6) registry. Other relevant device(s) are: (vamf4238c150tu).

Event description:
On an unknown date in 2014, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: distal type ib endoleak. No further information is available for this event.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.